Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received a vibratory alert due to high pacing lead impedance. The entire system was subsequently explanted due to an infection unrelated to this event. The patient was stable post procedure.